Manufacturer narrative:
An event of a fistula was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported fistula could not be conclusively determined.

Event description:
Following an ablation procedure, an esophageal fistula occurred following ablation on the posterior wall.